Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging unit makes a lot of noise. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported wrong information in device serviced by 3rdp, device avail. For eval (rfb), device available for eval, date returned (rfb), date returned to mfg, if follow-up, what type (rfb), if follow-up, what type, device eval. By mfg. (Rfb), device evaluated by mfg. Device avail. For eval (rfb), device available for eval, (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid, section b5. After review, it was determined that all the fields mentioned should be corrected. Description of the event or problem has been corrected as below: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no allegation report by the patient. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device, evidence of water ingress on the blower and blower box, slight black contamination at the blower seal is consistent with the keratin contamination observed, manufacturer can confirm the presence of contamination in the airpath and unusual noise while initiating therapy, evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust contaminant and was not able to confirm the complaint or address the symptoms specified.